Event description:
The user facility in the u.s. Reported the instrument broke off in the pts eye during cataract surgery. The piece was removed using an intraocular forceps. There was no impact to the pt.